Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu0684 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the user had to use a 5 fr micro introducer kit since the introducer that came in the PICC kit was allegedly kinked at the tip and would not push the 5fr catheter through it.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath is confirmed and appears to be related to the use of the device. One 5 fr microintroducer sheath was returned for investigation. A creased indent was present 1 cm from the distal end of the grey sheath. A product label sticker was returned with lot: redu0684. The internal dilator was not returned. A microscopic observation of the distal tip revealed material deformation. The deformation was uneven and one section of the sheath was deformed outwards which led to an oval shaped orifice. Based on the condition of the returned sample, possible contributing factors include advancement against tissue or resistance. The product instructions for use (IFU) states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guide lines concerning the use of a safety scalpel prior to making incision". A lot history review (lhr) of redu0684 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the user had to use a 5 fr micro introducer kit since the introducer that came in the PICC kit was allegedly kinked at the tip and would not push the 5fr catheter through it.